Manufacturer narrative:
(B)(4). The customer reported that the device locks up when pressing the charge button in opcheck and that there were shock and pacer malfunction messages. There was no pt involvement. The device was evaluated at philips. The symptom was verified. The issue was localized to corrupt software. The software was reloaded to resolve the issue.

Event description:
The customer reported that the device locks up when pressing the charge button in opcheck and that there were shock and pacer malfunction messages. There was no pt involvement.